Manufacturer narrative:
Additional information was requested and no new information has been received. No abnormalities that could have contributed to this event were found during device history review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Additional information was requested and no new information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
An optometrist reported tissue erosion in a patient's left eye one week post lasik. The patient complained of blurry vision for four days. The patient claims they did not rub their eyes and did not experience any trauma or pain. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.